Manufacturer narrative:
(B)(4): the device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was located inside the over sheath. The control wire was separated per design. In addition, there was a kink in the control wire. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. The user may have encountered anatomical/procedural factors during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-00163. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure in both instances, the clips grasped onto tissue however, they would not release from the catheter. The physician was able to get the clips to release from the catheter however; both clips fell off the varices into the patient and both clips were left to pass naturally. It was reported that the bleed was only slightly increased each time and was still manageable. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Additional information:the physician had trouble releasing both clips from the catheter. However, one clip remained attached to the catheter when the device was removed, while the other clip detached into the patient and was left to pass naturally. Corrected information:was: it was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2010. Should be: it was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy performed on (B)(6), 2011.